Manufacturer narrative:
(B)(4). The device was in backup vvi mode upon receipt. The cause was exposure to cold temperature while in transit. (B)(4).

Event description:
It was reported that before implant the device was found in backup vvi mode when still in sterile packaging. Another device was implanted. No adverse consequences for the patient were reported.